Event description:
It was reported that the insulin pump had prime anomaly. Customer stated the insulin was coming out of the tubing real fast and no numbers on the screen. Customer's blood glucose was 132 mg/dl. No further information provided.

Manufacturer narrative:
Insulin pump received with software error alarm due to software error. Unable to perform any test due to software error. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked case at reservoir tube window corners, battery tube threads. Insulin pump received with slightly loose drive support disk.